Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the end user stated the left motor does not feel likes it is engaging and veers to the left.